Manufacturer narrative:
Additional information received indicated the event date was (B)(6) 2021. The explanted sapien 3 valve/surgical valve were not returned to edwards for evaluation. Medical records review revealed at the time of the surgical valve implant, a bio-bentall procedure for an enlarged aortic root was performed. Approximately 11 years post implant, the surgical valve was failing due to moderate leaflet calcification and severe regurgitation. A 29mm sapien 3 valve was successfully implanted in the pre-existing valve in an 80:20 aortic/ventricular position. The patient was discharged on postoperative day (pod) 1. Two (2) years and 10 months post valve in valve (viv), tte revealed the sapien 3 valve was positioned ventricularly in the lvot, below the surgical valve. Severe regurgitation with flow reversal in the descending thoracic and abdominal aorta was reported. Compared to prior study performed at the 30-day follow-up, the bioprosthesis viv tavi had migrated in the lvot, resulting in severe aortic regurgitation. Paravalvular leak (pvl) was also present, with an av peak gradient of 28mmhg and a mean gradient of 15mmhg. No pericardial effusion was noted. Under general anesthesia a redo sternotomy was performed. The sapien 3 valve and surgical valve were explanted. A new surgical valve was successfully implanted. The patient was transferred to the post-op ICU in stable condition. Per the instructions for use (IFU), valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the cause and timing of the sapien 3 valve migration could not be determined. Investigation results suggest procedural factors performed during the implant of the initial surgical valve may have contributed to the valve migration into the lvot. The valve migration/malposition likely contributed to the worsening aortic regurgitation and pvl, and the subsequent explant of the sapien 3/surgical valves. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by the patient's physician, the valves were explanted, and a new surgical valve was implanted. Approximately 2 years post valve in valve (viv) implant of a 29mm sapien 3 valve in a failing surgical aortic valve, the valves were explanted, and a new surgical valve was implanted. It was reported that the 29mm sapien 3 valve was implanted too ventricular in the existing valve. Severe aortic insufficiency and paravalvular leak (pvl) were also reported. The valve explant and surgical valve implant were successfully performed. At the time of the report, the patient was in stable condition.